Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported they didn't know what led to the ¿jolt.¿ the consumer noted they didn't believe the fall the patient experienced was related to the replacement of the implant (replaced due to normal battery depletion).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, probably on (B)(6) or (B)(6), took a little fall and landed on their buttock. The caller did not indicate that the fall was related to the device or therapy, but they mentioned the patient experienced a "jolt" from the impact, and they shook a little after they fell. The caller said the patient fell after they stepped out onto their deck in cold weather. The caller mentioned that the patient did not hit their head. The caller said, "everything was fine and okay" with the patient at the time of the call. The caller mentioned that they checked the patient's left ins with their patient programmer when they visited the patient on (B)(6) and noticed the ins battery voltage was 2.66. This concerned the caller because the left ins battery voltage was 2.68 when they checked it on (B)(6). The caller wondered if the patients falling could have caused the left ins battery voltage to drop 0.02 in that amount of time. The caller stated that the left ins battery voltage was 2.73 when they checked it on (B)(6), then on (B)(6), it was 2.68, which the caller was not concerned about. The caller was concerned about the voltage dropping 0.02 from (B)(6) to (B)(6). The caller mentioned that the patient's doctor told them the left ins has 5-6 months remaining, but the caller doesn't think so based on how the voltage dropped 0.02 recently. The caller was not with the patient at the time of the call, so they could not check the voltage of the left ins. The caller was redirected to the patient's healthcare provider to address the issue further. The caller didn't know the name of the patient's managing doctor, but they said they are located at (B)(6) hospital in (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.